Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with peritoneal dialysis therapy, and the patient subsequently died. The causes of the peritonitis and sepsis were not reported. It was not reported if the patient was hospitalized for the event. Treatment details were also not reported. Six days prior to the receipt of this report, the patient passed away. The cause of death was reported as bacterial peritonitis and sepsis; though, it was not reported if an autopsy was performed. Therapy remained ongoing prior to death; however, it was not reported if therapy was being performed at the time of death. No additional information is available at this time.